Event description:
Surgeon, dr. Reported that the ti hard rods were implanted in 2003 to treat a thoracic lumbar fusion. The rods broke post-operatively 6 months later as a result of a non-union and were explanted on the same day.